Event description:
This is a case report received on (B)(6) 2011 by baxter (B)(6) from a pharmacist of (B)(6). It is reported that on (B)(6) 2011, a patient experienced clinical consequences during a dialysis session with two units of baxter xenium 170g. The hemodialysis machine used was from gambro. The reported issue occurred at the beginning of the therapy. It is stated that at the connection of the patient, the blood at the output of the dialyzer was black colored with transmembrane pressure (tmp) greater than 300 mmhg. The blood in the circuit was thrown away without restitution. A new circuit was set up with a dialyzer from the same lot, and reportedly the same issue occurred again. The therapy was stopped again without restitution. It is reported that the patient was then switched to another type of dialyzer and generator, and the therapy occurred without problem, and the patient was monitored (clinical and biological parameters). Blood and dialysate sampling was performed for analysis. Reportedly, the patient experienced vision troubles, cephaleas, asthenia, hypotension, dizziness, and was very thirsty but refused to be hospitalized. The patient then returned home. The samples are available. Additional information received from the customer on (B)(6) 2011 is as follows: the reporter stated that the suspicion of the dialyzer has been discarded. Reportedly, this issue is related to an ultrafiltration (uf) issue. The gambro hemodialysis machine has been evaluated onsite and a defective component was found. It is stated that this defective component led to an excessive blood filtration. The blood was filtered to quickly and an excessive rate of water was eliminated leading to a significant blood concentration. There was only a visual alarm displayed by the gambro machine that was not noticed. Additional information received on (B)(6) 2011 is as follows: after the event, the therapy was restarted again with a non baxter dialyzer fx80plus and a new hemodialysis machine. The only medication administered was fraxiparine 0.3ml. The patient was not diabetic, and not under angiotensin-converting enzyme inhibitors. The dialyzer was used as a single pack. Reportedly, the reported issue is related to a defective component of the gambro hemodialysis machine and the baxter dialyzer is not the cause of this event. The defective component led to a significant uf. There was hemoconcentration at the dialyzer output coupled with minor hemolysis.

Manufacturer narrative:
(B)(4). Further investigation of this issue determined that the patient reaction was related to a malfunction of the gambro device and not related to the baxter dialyzer.

Manufacturer narrative:
(B)(4). The samples have been reported to be available but have not been received yet. Should additional information become available, and/or upon conclusion of baxter's investigation, a follow-up medwatch report will be submitted. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same as or similar to product distributed within the u.s. This is report 2 of 2 for this event.